Manufacturer narrative:
The unit was found to be functioning as intended (note: the involved return electrode was not made available for an evaluation.). The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the event. It appears that the patient pad's contact to the skin was insufficient to effectively disperse the electrical current which resulted in the burn/necrosis. Specifically, during the surgery, the return electrode did not remain in full contact with the patient's skin. There are specific instructions and several warnings in the return electrode's notes on use and the esu's user manual addressing this type of situation (i.e., the need for placing the pad in a proper location, preparing the pad site, securing/affixing the return electrode, etc.). No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during the removal of a skin lesion on a patient's thigh. The esu was used with an erbe silicone return electrode (part number 20193-008, lot number: information not provided). The return electrode (also, referred to as a patient plate/pad) was placed on the patient's stomach. The electrode was not secured/affixed to the patient's skin. According to the reported information, the pad slipped sideways and only one corner of the patient pad was in contact with the patient's skin. After the procedure (i.e., upon application of high-frequency current to remove the skin lesion on the patient's thigh), there was a reddish blistering skin lesion at or around the site were the return electrode was placed. An ointment was used to treat the burn. No other information was provided in regards to the size, degree, appearance, of the lesion/burn. The esu was distributed to a hospital in (B)(6).